Manufacturer narrative:
Additional information: material number updated and lot number added along with expiration date/device manufacture date investigation results: no samples were received for investigation of pr (B)(4), in which the customer has stated: ¿the connector is blocked during pre-filling in neurosurgery¿. The product in use at the time is reported to be a mp1000 china from lot 22125382. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22125382 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxplus positive pressure connector was occluded the following information was received by the initial reporter with the following verbatim. If the connector is blocked during pre-filling in neurosurgery, a green claim is required. No complaint reply letter or complaint acceptance letter is required. Defective products can be returned.